Event description:
The physician who performed an omni procedure reported that the microcatheter broke off during the procedure while the device was in the schlemm's canal. The surgeon used a pair of forceps to retrieve the portion of the microcatheter that broke off. There was no further injury reported.